Manufacturer narrative:
Evaluation findings of debris and/or burn marks on the fiber face. A flexiva 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that there was no exposed glass fiber tip remaining. The fiber was received broken and measured approximately 121 cm. The remaining portion of the fiber including the distal tip was not returned. Confirmation was received from the complainant that the fiber likely broke prior to return or during return shipment, not during the procedure. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. Additional examination revealed that a small amount of light can be seen at the face and approximately 98% of the fiber face was covered with debris, which caused a weak aiming beam and as a result effective laser transmission was not measured. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment, indicating that the fiber was recognized by the laser unit. Therefore, the reported complaint could not be confirmed. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 200 laser fiber was used in the kidney during a flexible ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, there was a problem with the connection of the laser fiber to the console. The connector had to be manipulated for the laser fiber to work and the procedure was completed with the device. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that 98% of the fiber face is covered with debris.